Event description:
The customer reported being hospitalized for low blood glucose of 29mg/dl. The customer stated that she did not feel well while being in the laundry mat and passed out while walking to his car. The customer stated that when he went to the hospital, his insulin pump was gone and nobody remembers seeing it. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.